Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. It shows there was a por (power on reset) . On (B) (6) 2010 at 11:21:46, the device recorded a write to locked ram por.

Event description:
It was reported there was a por (power on reset) and wireless telemetry was no longer available. It was also reported the patient is receiving radiation therapy. Normal follow up was recommended by a manufacturer's technical consultant. Subsequent information received reported that the wireless telemetry was no longer available when device was interrogated after a routine surgical procedure. The device is still in use. No patient complications were reported as a result of this event.

Event description:
It was reported there was a por (power on reset) and wireless telemetry was no longer available. It was also reported the patient is receiving radiation therapy. Normal follow up was recommended by a manufacturer's technical consultant. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. It shows there was a por (power on reset). On (B)(4) 2010 at 11:21:46, the device recorded a write to locked ram por.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. It shows there was a por (power on reset). On (B)(6) 2010 at 11:21:46, the device recorded a write to locked ram por.

Event description:
It was reported there was a por (power on reset) and wireless telemetry was no longer available. It was also reported the patient is receiving radiation therapy. Normal follow up was recommended by a manufacturer's technical consultant. The device is still in use. It was reported that the wireless telemetry was no longer available when device was interrogated after a routine surgical procedure. A save to disk file was requested for further analysis and the previous por was cleared. It was further reported that the device was unable to establish wireless telemetry and showed signs of another por during a routine follow up check. The device was interrogated using the programmer head and there was nothing remarkable about the device interrogation. The device remains in use. No patient complications have been reported as a result of this event.